Event description:
It was reported that the customer's doctor uploaded the insulin pump and there were boluses on the bolus history that the customer did not program. Reviewed the alarm history and found low blood glucose alarms and a max alarm. During the call, it was reported that the customer was hospitalized with low blood glucose of 1.7mmol/l. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Unable to verify bolus history anomaly due to corrupted history files. The insulin pump passed the displacement, rewind, basic occlusion, prime and no delivery tests. Multiple boluses and basal rates were programmed and monitored. All programmings delivered and recorded properly. No alarms, daily totals, bolus or delivery anomaly observed during testing. Cracks to the display window, battery tube threads and reservoir tube lip noted.